Event description:
It was reported that the patient had to recharge more than she expected. The patient initially had to recharge every 2 weeks. The patient ran stimulation constantly and her settings were on the high end. About 3 months ago, the patient started to have to charge every week and in the past 2 weeks, the patient has had to charge every 3 days. The patient stated she sometimes let the battery go dead but then recharges immediately because she can feel the loss of stimulation. The patient believed her stimulator may be defective. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3998, lot # la9556, implanted: (B)(6) 2003, product type lead. (B)(4).